Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed "pressure ulcers" on their back where the electrodes are from the rubbing of the device. The area was red, no reports of anything being open or weeping. The patient's nurse reported that the patient was prescribed a cream based medication of calazime. During a follow-up, it was reported that the patient's irritation improved. After using the prescribed cream.